Manufacturer narrative:
Correction to g3 of the initial medwatch (medwatch#71605. The aware date should be15nov-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over 7 years since the device was manufactured. A definitive root cause for the reported event was not established. However, the following potential root causes were identified: (a) physical stress from the device¿s exterior, (b) chemical stress from a chemical solution, and (c) chemical stress from sterilization with the sterrad system. The reported event can be detected/prevented by following the instructions for use which state: ¿operation manual: important information: please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1. Compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material . Durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date is (B)(6) 2021, when the adhesive was noted to be cracked and peeling . The reporter¿s contact information, occupation and health profession are unknown at this time. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. The air leak test revealed a continuous flow of bubbles from video connector case units (both are cracked). A visual inspection noted extensive deterioration causing significant cracking of the bending section rubber adhesive. In addition, the scope¿s lever units were found worn. The exact cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing a leak was noted on the scope. There was no patient involvement reported. The device was returned to regional repair center (rrc) for evaluation an found the glue around the objective lens and charge-coupled device (ccd) to be deteriorating with cracking and visible missing parts of adhesive. This report is being submitted to address the cracking missing adhesive.